Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the lead failed to be extended and retracted. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. A visual and x-ray analysis was performed and it was noted that the helix was damaged as received, therefore the helix mechanism test was unable to be performed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.